Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following observations were noted: esheath liner fully expanded and distal tip opened as designed. Two kinks observed, at 4 cm from hub and at 7 cm from distal tip. Liner partially delaminated 3.5 cm in length starting at 7.5 cm from distal tip. Hdpe stretched at location of liner partial delamination. 3mensio report was provided, and the following observations were noted: access vessel with 4.8 as minimum lumen diameter, calcification and tortuosity. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint for inability to introduce sheath was confirmed based on evaluation of returned device. Available information suggests that patient factors (calcification, tortuosity, undersized vessels) likely contributed to the event as per 3mensio report evaluation calcification, tortuosity and undersized vessels were noted at the access vessels. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Interaction with calcification can also lead to sheath kinks if combined with the push force required to insert the sheath. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Tortuosity can also excacerbate device interaction with calcified nodules and lead to distal tip damage. Kinks or curvature along the sheath shaft/introducer can be indicative of the presence of vessel tortuosity. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition that can increase friction and result in difficulty inserting/advancing the sheath or result in secondary failures (distal tip damage, sheath kink). These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. The complaint for sheath kink was confirmed based on evaluation of returned device. Available information suggests that patient factors (calcification, tortuosity, undersized vessels) and procedural factors (device manipulation) likely contributed to the event as per information provided difficulties were found while inserting the sheath. During sheath introduction through a challenging pathway, it is possible that the operator may apply device manipulation to insert the sheath and/or to overcome the experienced sheath insertion difficulty. Device manipulation (e.g. High push force) may lead to sheath tip, sheath shaft and/or introducer damage and/or shaft kinks if compounded with challenging anatomical factors. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures- such as valve frame damage or compromised sheath and delivery system components- as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for resistance between system components leading to the inability to advance through sheath was confirmed based on evaluation of returned device and provided imagery. Available information suggests that patient factors (calcification, tortuosity, undersized vessels) and/or procedural factors (incomplete sheath insertion, sheath kinked) likely contributed to the event as per 3mensio report evaluation calcification, tortuosity and undersized vessels were noted at the access vessels. Moreover, the sheath was found kinked during upon evaluation, and per provided information the sheath was incompletely inserted. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway, resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Improper sheath insertion technique can contribute to increased resistance during delivery system advancement by promoting device instability, steep insertion angles and/or non-coaxial alignment between devices. Such techniques may include incomplete sheath insertion, lack of secure fixation, or positioning of the fully expandable portion outside the vasculature. These conditions can exacerbate the push force and promote unfavored interactions between devices (e.g. Crimped valve catching on inner sheath lumen), leading to frame damage (i.e bent struts) and/or damage to sheath or delivery system (e.g. Kinking or compromised integrity of associated components). Kinks introduced to the sheath or delivery system components can disrupt device advancement by altering the intended geometry and internal continuity of the system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in canada, it was a case of an implant of a 23mm sapien 3 ultra resilia valve, in aortic position by left subclavian approach. During the procedure, the esheath could not be fully inserted into the patient. Then, when the delivery system with the valve was advanced through the esheath+, the esheath+ kinked. The nose cone and balloon passed through the kink, but the valve could not advance through the fully expandable portion of the sheath. Consequently, the delivery system, valve, and esheath were removed as a single unit. A small dissection occurred in the subclavian artery, and two stents were required. A second kit was prepared and inserted into patient without issues, and the valve was successfully implanted. The patient was in stable condition. The perceived root cause of event was calcification, tortuosity and the sheath not being fully inserted.